Manufacturer narrative:
Patient information has not been supplied to date. The sample was collected in a 12x75mm serum tube, and was centrifuged for six minutes at 4000 rpm. The customer stated that the sample was not hemolyzed but had a yellow color to it. Due to an increase of non-reproducible bhcg results, the customer runs all bhcg samples in duplicate. Per the customer supplied qc charts, all three levels of bhcg qc were within the established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011, and passed within instrument specifications. The customer stated that there were no errors posted to the event log in conjunction with this event. Service was dispatched on (B)(4) 2011 previously and validated the instrument hardware. No issues were noted at that time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a lower than expected total beta hcg (tbhcg) result generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced higher reproducible results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.